Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with bilateral corneal erosions one day post lasik. The patient noted photophobia, epiphora, and glare/halos/shadows. Topical steroid dosage was increased and a bandage contact lens was placed. Upon follow up, the site indicated the patient was feeling slightly better and noticed slight improvement in visual acuity. After bandage contact lens removal, vision was slightly improved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history shows no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment . The root cause could not be determined conclusively. (B)(4).